Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument had a leakage of electrical energy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage on the monopolar yaw pulley at the cable routing. Material appears to have burnt off from the charring that occurred near the cable routing. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Isi followed up with the initial reporter and obtained the following additional information: there was no arcing appearance, but the nurse reported a leakage of electrical energy from the instrument. It is unknown where the arcing originated or grounded; there was no information about any damage to the instrument noted after the arcing event, or if the instrument tips were in contact with tissue during the arcing event. The surgeon was cauterizing when the arcing event occurred, with settings of cut: 40w, coag: 40w on the generator. The instrument was confirmed to be connected properly, that the instrument's tips did not collide with any other instrument or tool during the procedure, that the instrument's tips did not touch any staples, clips or sutures while energized, and that the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) before activating the instrument. The event details were provided, and it was confirmed that no recording of the procedure was performed.

Event description:
Refer to h11 for follow-up information.